Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implantable cardioverter defibrillator (ICD) changeout procedure, the new ICD exhibited a setscrew problem. The existing right atrial (ra) lead and right ventricular (rv) lead pins were inserted into the new ICD and tightened. After the rv coil lead pin was inserted and tightened, the surgeon could easily pull out the lead pin. The rv coil setscrew was loosened, and the lead pin was reinserted. However, the rv coil lead pin was still not secure after multiple attempts. The surgeon removed the three lead pins and used a wrench to screw the setscrews in and out. The surgeon observed both the ra and rv pacing setscrews through the interface coming in and out, but the rv coil setscrew did not move in and out. The ICD was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the ICD setscrew was loose. The setscrew could not be tightened nor fixed.